Event description:
It was reported that their were multiple cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. The customer's blood glucose level 164 mg/dl,

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.